Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc samples are run every 8 hours. Prior to this event, na and k qc samples were low but within the lab's established ranges.a field service engineer (fse) was dispatched and could not find any hardware problems with the analyzer. The fse disassembled the flow cell and rebuilt the eic and ratio pump.a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and potassium (k) results generated by the unicel® dxc 600 synchron® clinical systems for one patient.the original results obtained for na and k were 133 mmol/l and 2.6 mmol/l respectively. Upon repeat, the results obtained for na and k were 138 mmol/l and 3.5 mmol/l respectively.the erroneous k result was reported out of the lab verbally but the report was never released. The results were amended before being reported.the customer is not aware of the patient with the false critically low k result being treated based on the erroneous result.